Event description:
Meter was reading inaccurately erratic. The patient was feeling symptoms of low blood sugar. Patient was feeling calmmy and disoriented. The patient tested and obtained a result of 38 mg/dl. Relative called the paramedics and began to give juice and glucose. Patient retested about 20 minutes later and obtained a result of 300 mg/dl. The paramedics arrived and tested the patient and obtained a result of 90 mg/dl. This was approximately 30 minutes after the patient first tested their blood sugar. The patient felt better at this time and was not taken to the hospital. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture area were done correctly. The patient did not have control solution to test the meter. Based on the information provided, there is evidence of a meter malfunction. The comparison of 38 mg/dl to 300 mg/dl within 20 minutes falls out of the 20% specifications. There is no evidence of the meter contributing to the serious injury. The patient was symptomatic when they first attemtped to test. A new meter and suppliers are being sent to the patient.